Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller pump. The device was evaluated, and the reported issue was confirmed as it was noted that the chiller pump motor windings were found to be shorted affecting power to the other components. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they could not turn on the arctic sun device which the electric current could not pass to the fan and chiller compressor. New chiller compressor module was just installed in this unit only about 8 months. Per review on wo on 07aug2024, no device used on patient. Per follow up information received via email on 07aug2024, they would send this unit back to dymax, USA. The issue was not resolved. Still malfunction. Per sample evaluation results received via task on 09oct2024, tank seals were lifted from the tank in an arctic sun device.